Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
A cxi support catheter was used during a right leg lower extremity angioplasty procedure. It was reported that the surgeon was attempting to cross the lesion in the right leg using another manufacturer's wire guide and a cxi 2.63 catheter, the wire guide penetrated the catheter near the tip and the catheter, allegedly, almost fractured. The wire remained intact however, and both the wire and catheter were removed. The wire guide was reused and the catheter was saved. No unintended section of the device remained inside the patient's body and no adverse effects on the patient were reported due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawing, dimensional verification, device history record, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. One used cxi support catheter was returned for evaluation. Visual inspection revealed a kink 1 mm from the proximal end and 1.7 cm from the distal end. A bend was also observed at 37.5 cm from the proximal end of the device. The returned device met dimensional requirements. A document based investigation evaluation was also performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. There is no evidence to suggest the product was not manufactured to current specifications or the product was damaged upon opening. Cxi products are inspected 100% by qc personnel prior to shipping.¿ based on the information provided and results of the investigation, a definitive root cause could not conclusively be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.